Manufacturer narrative:
The device is being analyzed and we are awaiting the results. A supplemental report will be submitted when the MFR's investigation is completed. There is no further info available at this time.

Event description:
The pt was implanted with a left ventricular assist device (lvad pvad). It was reported by the biomedical engineer that the dual drive console (ddc) top module shut off while connected to the pt. A burning smell was also noted during this event. The pt was hand pumped and switched to another backup console on site without further incident.